Manufacturer narrative:
The device was returned for analysis. The suture mediated closure (smc) system was returned with blood in and on the device confirming the device use and insertion. The lever was in a closed position and the foot retracted. The plunger, suture, both needle tips and both cuffs were in a pre-deployed position. The link was loose and still attached to both cuffs. There was no damage noted to the smc system. There is no device malfunction observed on the returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to an unknown device failure issue. The investigation was unable to determine a conclusive cause for the reported insufficient information for device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in a minimally calcified common femoral artery was attempted with two proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar). Reportedly, the devices were successfully preflushed prior to proglide use. Once inserted into the anatomy, there was no blood flow seen through the marker lumen of the proglide devices. When removed and attempted to be flushed again, they did not successfully flush. The footplate for a third proglide device was slightly deployed before the footplate lever was activated. This device was successfully preflushed; however, once inserted, there was no blood flow seen through the marker lumen. After removal from the anatomy and attempting to reflush again, it did not flush. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, an additional proglide device was returned. Returned device analysis indicated the proglide was used in the anatomy. The plunger, suture, both needle tips and both cuffs were in a pre-deployed position. The link was loose and still attached to both cuffs. A device in this condition would not have achieved hemostasis. The reporter was contacted and was unable to provide any information regarding this device.